Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was received. (B)(4).

Event description:
A consumer's wife reported that after her husband had bilateral intraocular lens (iol) implant procedures, he was instructed to wear a visor to help with the glare. He was informed about glistenings by his current doctor after seeing his implanting surgeon and several other doctors who did not tell him about glistenings. He has had the lenses for 2 years and he is not seeing well and glare left eye more than the right eye. Additional information was provided by a nurse, who reported that the patient had no complaint of glistening at his last visit. There are two medical device reports associated with this patient. This report is associated with the right eye.

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. (B)(4).

Event description:
Additional information was provided by the (B)(4), who confirmed that the iol for the right eye was exchanged for a different lens model and half a diopter difference in power.

Manufacturer narrative:
Evaluation summary: the lens was returned. Blood and solution is dried on the lens. The lens was cleaned with lphse for further evaluation. Both haptics and optic damage was observed. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of an unspecified cartridge, a qualified handpiece, and a qualified viscoelastic. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported ¿glistenings and glare¿. A power and resolution test was conducted. The focal length and resolution were within specifications. Due to the presence of surgical solution, the observed damage is most likely related to customer handling. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided via a letter from the dept. Of health and human services report number mw5076689, indicating that the consumer reported that he experienced extreme photosensitivity with blurred vision that worsened through the initial several postoperative weeks mandating use of dark sunglasses and avoidance of room lighting. Different ophthalmologist evaluation noted chronic issues with glistenings and recommended a lens exchange. Following the completion of lens exchanges, attending noted yellow color of defective lenses. The visual disability caused by the glistenings within the defective iols was relieved but career was ended by inability to practice clinical dentistry for three years.